Manufacturer narrative:
Additional information: d10, h6, h10 (summary device evaluation). Summary device evaluation: the investigation of the returned web implant found it to be within specifications and have no damage or other anomalies that would have caused or contributed to the reported complaint. As the issue could be related to selecting the incorrect web implant size which can cause the web to dislodge post detachment. Since only the web implant was received and evaluated as part of this evaluation, the investigation is unable to evaluate the push and other components/devices used in the procedure. Without imaging, the investigation cannot verify the reported event as described.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If additional new information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies device migration or misplacement and parent artery occlusion as potential complications associated with use of the device.

Event description:
It was reported that the web sl was used to treat a patient with two aneurysms, a posterior communicating artery (pcom) aneurysm and anterior communicating artery (acom) aneurysm. A web sl was deployed in the pcom aneurysm, but it could not be detached using multiple detachers and the device was removed from the patient without issues (ref: MFR report#: 2032493-2023-00654). To treat the acom aneurysm, a web sl device was placed but removed and exchanged for a larger size device. Reportedly, the replacement web sl device dislodged after detachment and encroached on the left aca with potential vessel occlusion. The web device was successfully retrieved and removed from the patient using a snare device.the patient two aneurysms were then treated with surgical clipping. According to the physician, there was no direct injury to the patient due to the use of the web device. Reportedly, the physician did not make a functional test of the devices prior to use.